Event description:
As reported, at the time of removing a 5f straight pigtail 6 side holes (sh) infiniti catheter to change to another unknown catheter it was stuck in the non-cordis guide sheath and did not come out easily. The procedure was performed and completed without any complications and the patient came out fine. No additional intervention was required to prevent patient injury. The device was stored, handled, and prepped according to the instructions for use. The intended procedure was cardiac catheterization with aortogram for angina pectoris. There were no anomalies noted when removed from the package nor prior to inserting the product the product into the patient. There was no excessive torquing required. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18091512 presented no issues during the manufacturing process that can be related to the reported event. Complaint conclusion: as reported, at the time of removing a 5f straight pigtail 6 side holes infiniti catheter to change to another unknown catheter it was stuck in the non-cordis guide sheath and did not come out easily. The procedure was performed and completed without any complications and the patient came out fine. No additional intervention was required to prevent patient injury. The device was stored, handled, and prepped according to the instructions for use. The intended procedure was cardiac catheterization with aortogram for angina pectoris. There were no anomalies noted when removed from the package nor prior to inserting the product into the patient. There was no excessive torquing required. A product history record review of lot 18091512 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)- withdrawal difficulty - through sheath¿ could not be confirmed. Compatibility issues between the infiniti catheter and the non-cordis guiding sheath may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use, although not intended as a mitigation of risk, ¿the following specifications are identified on the catheter hub: 1. Maximum pressure rating (psi) 2. Catheter outer diameter (f) 3. Catheter length (cm) 4. Maximum guidewire diameter (in.) The color of the hub printing indicates the catheter french size as follows: 4f (1.35 mm) red 5f (1.65 mm) grey 6f (2.0 mm) green 7f (2.3 mm) orange 8f (2.7 mm) blue¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.